Event description:
It was reported that this left ventricular (lv) lead exhibited loss of capture (loc). The health care professional (hcp) called technical services (ts) for further review of the presenting electrogram (egm). Ts reviewed the presenting egm and confirmed the lv loc. Ts discussed possible causes with the hcp. At this time, the lv lead remains in service. No adverse patient effects were reported. Subsequent additional information was provided reported that during an in person visit, the device was evaluated, and a threshold test was completed. The cause of the left ventricular (lv) lead loss of capture (loc) was found to be due to outputs programmed below thresholds. The issue was resolved with reprogramming. No additional adverse patient effects were reported. This lv lead remains in service.

Event description:
It was reported that this left ventricular (lv) lead exhibited loss of capture (loc). The health care professional (hcp) called technical services (ts) for further review of the presenting electrogram (egm). Ts reviewed the presenting egm and confirmed the lv loc. Ts discussed possible causes with the hcp. At this time, the lv lead remains in service. No adverse patient effects were reported.